Manufacturer narrative:
It was reported that the urinary catheter balloon did not deflate "flat" and that the patient experienced "pain and trauma" upon removal. No death, serious injury, medical/surgical intervention, or adverse health impact related to the event was reported. A sample was requested for return, however, two (2) urinary catheters that were different from the one involved in the event were returned for evaluation - dynd11534 (lot: 59221050959) and dynd11533 (lot: 59220122553). Visual assessment of the samples revealed no defects or abnormalities. Functional testing of the samples was then conducted by inflation and deflation of both urinary catheter balloons using ten (10) ml of sterile water. The balloons were deflated utilizing passive deflation, the balloons returned to their initial state, and no cuffing nor water retention was noted. Functional testing of the samples revealed no defects nor abnormalities. In addition, inspection records were reviewed for the two (2) lots of the samples and no issues were identified. Based on the description of the issue, potential root causes could be, but are not limited to, balloon inflation volume or active balloon deflation. For the latter, if the balloon is deflated by forcefully pulling on the plunger of the syringe, the balloon may cuff in on itself and form a ridge, leading to pain/discomfort during removal. Due to the reported incident, and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the urinary catheter balloon did not deflate "flat."